Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 302 mg/dl and 105 mg/dl. No death or serious injury reported. Customer has no strips to return. Requested return of suspect device and replacement was sent.